Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.